Event description:
It was reported that during an atrial fibrillation procedure using a carto 3 system, a map shift issue arose. The skin contact patches could not be visualized correctly during the procedure. Additional investigation determined that the map shift occurred due to metal interference and there was no immediate system error message, making the event MDR reportable. The user was able to complete the procedure and no adverse patient consequences were reported. The hardware investigation has begun, but is not completed at this time.

Manufacturer narrative:
A DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that during an atrial fibrillation procedure using a carto 3 system, a map shift issue arose due to metal interference. The bwi failure analysis lab (fal) analyzed the complaint device. It was determined that the map shift issue occurred due to the user using the wrong workflow. The issue could not be duplicated after the user was advised on how to properly use the system. The bwi service engineers also discovered that the metal interference was caused by a near by xray machine.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Contact office and manufacturing site should reflect: (B)(6). Concomitant products: unk. (B)(4).